Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, provided instructions for using the new pump and returning the old one, and ensured the customer would use multiple daily injections as backup therapy.